Event description:
It was reported the patient has received inappropriate therapy today due to a lead fracture. The physician indicated the fracture was due to subclavian crush. Additionally, high resistance/impedance and oversensing were reported. The lead has been removed and replaced. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Corrected operator code. Evaluation summary: (B)(4): no anomalies found, but blood noted on conductors and helix, and helix was bent; distal segment returned and analyzed.